Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead into the pulse generator header. After applying silicone oil, the lead could be inserted into the header and the pulse generator was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.